Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 750 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump. Customer was admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital four day's later with the issue resolved and no permanent damage.